Event description:
It was reported by the co rep that following an acute psychogenic seizures, pt had high impedance (dcdc code 7). X-ray has been performed, no obvious lead discontinuity or issue was found. Pt refused to undergo to lead replacement and asked vns complete explantation. During the surgery, the surgeon noticed that the electrode was broken. The hospital won't be returning the explanted devices for mfg analysis. Good faith attempts have been unsuccessful for add'l info.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.